Event description:
The MFR rec'd info alleging a ventilator having faulty internal batteries. The device was not in pt use. The device has yet to be returned to the MFR for eval. At this time, we are unable to confirm the alleged malfunction. A f/u report will be submitted when the MFR's investigation is complete.